Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 23 mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 160 mm. The length of the aneurysmal neck was 2 cm. Vessel morphology was reported to be not very tortuous. It was reported that a radio-opaque ruler was not used during the procedure. When the physician began to retract the runners, the device was pulled down and the stent graft occluded the right hypogastric artery. A buttressing technique was utilized; however, the stent graft had already been pulled down to approximately 1 cm below the renal arteries. An aortic cuff was inserted to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.